Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case, bail covers, and battery drawer were broken and contaminated. Lower case was broken, serial number label was torn, and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.